Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
Int'l affiliate reported that there was no drainage observed during routing post-op care. This event was noted on day after the device was placed in service. No adverse patient consequence was reported.